Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact system.

Event description:
Customer reportedly received result of 28 mg/dl on the compact system and result of 90 mg/dl on the compact plus system within 10 minutes. Customer felt shaky when these results were obtained; she self-treated with a few grapes and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.